Manufacturer narrative:
The device was not returned for analysis as it was consumed in the event. Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications. In addition, the lot history records of the reported lot number showed no quality issues against the lot and no other anomalies were found during the document review. All products are 100% inspected for damage and irregularities during manufacture. Based on the above findings, the customer's reports could not be confirmed and the event cause could not be determined. It is possible that the onyx vial was not mixed at the correct setting per the IFU (a setting of 8) subsequently causing poor visualization during injection. Note: per onyx instructions for use: "failure to continuously mix the onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery (see instructions for use). Inject the onyx immediately after mixing. If the onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of the onyx during injection." (B)(4).

Event description:
The following report was received by medtronic (covidien): during treatment in the superior cerebella the onyx could not be visualized. The onyx was shaken for 30 minutes; however the setting on the mixer was unknown. There was no medical or surgical intervention.